Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The final test verification specifications are acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. During evaluation of the treatment tip, product support found and confirmed customer account of damage to the tip membrane. The system logs were evaluated and indicate that the system was fully functional as designed. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and buildup of foreign substances as per the thermage user manual. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Burns, blisters, scabbing, and scarring are all known possible adverse patient reactions to thermage treatment. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Based on the available information, dielectric breakdown of the tip most likely contributed to this event. No further investigation or corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The tip was returned with 530 treatments used. The tip failed visual inspection for dialectric breakdown. The tip passed the thermistor test and the leak test. There was no functional testing performed due to the dialectric breakdown observed. The investigation is ongoing.

Event description:
The user facility reported a patient experienced blisters on their face and neck after a thermage treatment. The area of the body treated was the face and neck. During the treatment, approximately 530 pulses completed, they noticed a burning smell. Upon inspection of treatment tip they saw a hole in the tip membrane. The highest energy level used was 4.0. The treatment tip surface was inspected prior to use and reinspected every 20 repetitions. This was the first use of the treatment tip. The patient was not under anesthesia. The secondary intervention was at first an ice pack was applied, then a duoderm patch. Silvaden creme was applied and prescribed to the patient. The current status of the patient is a scar after blistering. There is an high possibility of permanent damage or scarring. The tip was replaced and treatment was completed.